Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): d314trg ICD, implanted: (B)(6) 2013; a 694765 lead, implanted: (B)(6) 2006, (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was capped and replaced by an epicardial lead. No patient complications have been reported as a result of this event.